Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 275cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with catalog numbers 3505430 (sn (B)(4)) & 3505400 (sn (B)(4)) on (B)(6) 2018. Device evaluation and investigation findings: upon receipt to mentor, the device was received with no fluid. Brown material was observed within the device. White material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.7 cm next to an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor has received additional information which indicates that the deflation occurred on the left implant, not the right one as originally reported. The additional information also indicates that the patient underwent bilateral removal and replacement 3505430 (B)(4). Concomitant products: mentor siltex round moderate profile 325cc saline breast implant, catalog # 3542650, lot # 184380. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor memorygel breast implant 400cc gel breast implant, catalog # 3505400bc, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 275cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal and replacement with gel mentor memorygel breast implant 400cc on (B)(6) 2018.